Event description:
It was reported to boston scientific corporation that an obtryx ii system - halo was implanted during a laparoscopically assisted vaginal hysterectomy (lavh), posterior repair, transobturator tape (tot) and cystoscopy procedure performed on (B)(6) 2017 to treat menorrhagia. As reported by the patient's attorney, the patient has experienced an unspecified injury. After the procedure, it was found out that the patient had bulky uterus, a small simple cyst to left ovary, an evidence of old endometriosis, omental adhesions to umbilicus, and rectocele/enterocele, cervix descent to hymen. Also, she had normal cystoscopy findings which showed intact bladder and ureteric jets seen bilaterally.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.